Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, right powerglide pro 8cm 20g placed in the right cephalic vessel. Powerglide would not flush. Upon removal, the catheter's full length was not noted. Pink hub catheter was placed next to another catheter of same length for comparison. Appears to be sheared with 1-2cms of catheter tip missing. No other information was provided.

Manufacturer narrative:
Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2025-03276 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2025-03338.